Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector. It was unable to perform the displacement test due to no button response. Device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.(B)(4).

Event description:
The customer reported via phone call that the up and down arrow buttons on the insulin pump are not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 348 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.